Event description:
It was reported that the pump touchscreen was cracked, unresponsive, and unreadable. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer reverted to an alternate form of insulin therapy.